Event description:
It was reported that the lead was explanted due to shock impedance increase.

Manufacturer narrative:
Combination product: yes.-

Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was found cut 11 cm distal to the is-1 connector pin into two fragments. An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The ring electrode and rv shock coil were found covered in fibrotic growth. The calcification is assumed to be the root cause of the observed increased high shock impedance. Furthermore, the insulation was found abraded through approximately 53 cm proximal to the lead tip. The abrasion was consistent with exposure to constant friction against the generator housing. The fixation helix and rv shock coil were found deformed. These deformations probably occurred during the extraction procedure due to tensile stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported that the lead was explanted due to shock impedance increase.